Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station settings were not properly configured. The technical support specialist logged into the station and guided the customer to preadmit the patient on device and made sure that shows preadmission box was checked to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that a bd pyxis¿ es server had multiple patients were not crossing over. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had multiple patients were not crossing over. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.